Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information of the reported event, it was determined that the product was not involved in the event and the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three years ago. Subsequently, the patient underwent a revision surgery due to the patient's shoulder dislocating. The cause of the patient's shoulder dislocating was determined to be an imbalance of the entire shoulder joint anatomy.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-01875. B2: a revision surgery is planned for the patient. D10: medical products: item#: unknown versa-dial humeral head; item#: 180556, comp lk scr 3.5hex 4.75x45 st; lot#: 922110. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder arthroplasty three (3) years ago. Subsequently, the patient has had the implants repeatedly dislocate. A revision surgery is planned for approximately two (2) months from now.